Event description:
Patient was revised to address high chromium ion level. Was feeling sick and had hip pain. (Right hip).

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Previous review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, inflammation and difficulty ambulating. During the revision surgery, it was noted that patient had gray staining material consistent with metallosis. Depuy still considers the investigation closed

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.